Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "error code 46822" could not be replicated during testing, also no errors were found in event log. The downstream occlusion (dso) seal was found degraded and was replaced with a new one. The device passed all functional and delivery tests after the repairs were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 46822 occur during pre-test. There was no patient involvement.